Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. A device history review revealed no findings that could have directly contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump battery terminal was melted. There was no known patient injury or medical intervention associated with this event. No additional information is available.